Event description:
A customer reported a malfunction in their pump, identified by a malf 0 code, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they confirmed their understanding of the instructions.